Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). It was also noted that there were intermittent periods of atrial and ventricular pacing not capturing. It was further reported that one beat of right ventricular (rv) lead undersensing was suspected. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.